Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device is pressure issue/suffocating feeling. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an unknown contaminant on the water tank. An unknown dust contaminant was observed on the ui panel and top enclosure. Evidence of liquid ingress was observed on the iso port of the center enclosure. A black unknown dust contaminant was observed in the inlet of the blower box and on the blower box, possibly from an environmental source. An unknown dust contaminant was observed on the blower and blower seal. Possible defective pressure sensor on the pca causing low pressure. Evidence of liquid ingress and corrosion was observed on the p4 power connector. An unknown dust contaminant, hair-like particles, and an insect were observed on the bottom enclosure. Pil is able to confirm the complaint of low pressure, however, cannot confirm the complaint of suffocation feeling.